Event description:
Reportedly, the device delivered a 30ml infusion of dialantin in 20 minutes although it was set to complete delivery in 30 minutes. The customer would not give further pt info, but no injury was reported.